Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and there was a white substance and cosmetic depression on the outer insulation. (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the lead was damaged during explant. The lead was unable to be disconnected from the device header and when the physician pulled on the lead, it "broke apart" and fractured. It was also reported that the device had indicated elective replacement [eri]. The device was explanted and not replaced per medical judgement. The lead was partially explanted and not replaced. No patient complications have been reported as a result of this event.